Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of a dextrose injection (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor data was analyzed and it was determined to be consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it was determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Additional information: d4 (serial number) has been updated based on product returned all pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of a dextrose injection (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of a dextrose injection (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.